Event description:
An alprostadil continuous infusion was accidentally infused over 9 hours instead of 31 hours as intended on a nicu baby. During this period the patient had several apneic episodes and the rn later received a pump alert stating the syringe was almost out. The whole syringe had infused over 9 hours instead of 31 that it was programmed for. The pump was investigated/interrogated and it was programmed correctly. It was discovered that a new syringe manufacturer (global medical products easy glide 3 ml) syringe had been sent from pharmacy. It was discovered that logistics had substituted our normal brands of 8d/monoject with the new manufacturer d/t syringe shortages. Luckily the patient was ok after a new dose was sent in a compatible syringe. Alprostadil dose: 0.005 mcg/kg/m in x 2.5 kg IV continuous (10 mcg/ml concentration)= 0.08 ml/hr sent in 3 ml syringe. Alprostadil, ndc: 0009-3169-01 global medical easy glide syringes: 3 ml lot: 200715. All global medical syringes were removed from pharmacy and pediatric units. Discussion with logistics on when ok to substitute syringe manufacturers - plan is to only stock on adult units and not in the pediatric units or pharmacy. We have also separated out in logistics system as a 'do not substitute' in areas listed above so we only obtain compatible manufacturers that are compatible with our syringe pumps. Education strategies for nursing, pharmacy and logistics of potential issues. Managers receive notification of logistics substitutions so those emails will be reviewed as well as weekly meetings (as needed) with logistics to address shortages. I think this would be important to send out in a safety alert as many of us were unaware of the significant impact of non-calibrated syringes could have on flow rate of a medication, and I anticipate that these shortages will continue to impact everyone d/t to the need for syringes for vaccinations. It would be helpful to escalate so that the unapproved syringes are used for vaccinations vs use in inpatient hospitals so that hospitals (specifically peds hospitals) won't be forced to use syringes that have not been calibrated with their pumps. Contributing factors: inappropriate / inaccurate measuring device unauthorized substitution / wrong brand improperly used (I. E., pump, device) dispensing device involved packaged measuring device cause for error. (B)(6). Submission ID: (B)(4).